Manufacturer narrative:
Concomitant medical products: product ID 3708660 lot# serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 17-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had low bipolar impedances on 0 & 1, their best therapeutic contacts. They also no longer wanted to charge their stimulator. No environmental/external/patient factors led to the issue. The surgeon checked the lead impedances in traop and they were normal. They replaced the extension and put in a non-rechargeable stimulator. The issue was reported to be resolved.